Manufacturer narrative:
The eval shows that the operation of the ratchet reverse mechanism was not smooth. The instrument was lubricated and proper function was restored. The problem was attributed to lack of proper lubrication, as recommended by the supplier.

Event description:
Complainant claims the locknut is blocked and won't turn. Surgery was delayed by the event.